Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced unexplained high blood glucose of 534 mg/dl. The customer was treated for the high blood glucose with manual injections. The customer was assisted with trouble shooting and but the customer was informed that they will need to wait until their blood glucose levels drop to finish troubleshooting their sensors. The customer will call back to troubleshoot their sensors. The customer did not return the product back for analysis.